Event description:
Related manufacturer reference number: 1627487-2022-05340. It was reported that the patient¿s left lead has high impedances. As such, the patient experienced ineffective therapy. Reportedly, the patient noticed a loss of therapy after going through an airport x-ray machine. In turn, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Additionally, patient's second lead was also explanted and replaced for an unknown reason.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received indicates that the second lead was explanted because it was difficult to remove one without disturbing the other lead and causing damage to the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.